Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Two manufacturers were referenced in the article for the device and leads. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: various mechanisms and clinical phenotypes in electrical short circuits of high-voltage devices: report of four cases and review of the literature. Europace. 2015;17(6):909-914. Concomitant medical products: competitor ICD . (B)(4).

Event description:
A journal article was reviewed that contained information regarding this patient's implantable cardioverter defibrillator (ICD) system. The article indicated that during a competitor device replacement procedure, the lead was found to be in "front of the device." The lead was extracted from the "fibrous tissue" in the pocket and placed behind the device. Of note, defibrillation thresholds testing (dft) was not performed on the replacement competitor device after the procedure. One and a half years later the patient was awoken by a "loud, clapping sound inside the device pocket." The patient also reported feeling pain where the device was located, and an audible noise was heard. The next morning the patient visited the clinic. The physician was unable to interrogate the device and a warning was seen on the programmer. The patient underwent an "emergency" operation and insulation failures were seen on the defibrillation lead and the competitor atrial lead. There was also an "arc mark" seen on the competitor device where the defibrillation lead had failed. "Multiple thermal burns" were also seen around the device. The author stated that there was a "slit" in the defibrillation lead and that this failure was the "probable cause of the device electrical short circuit." Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: this information is based on a journal literature and the subsequent follow up information. This event occurred outside the us. All information provided is included in this report. Referenced article: various mechanisms and clinical phenotypes in electrical short circuits of high-voltage devices: report of four cases and review of the literature. (B)(4). 2015;17(6):909-914. The 6945 lead was previously reported in manufacturer¿s medwatch regulatory report #2649622-2012-09736 and submitted in a timely manner on 2012-08-10.